Manufacturer narrative:
(B)(4). A lot/batch was not provided, a device history could not be performed. Only event year (2017) is known.

Event description:
It was reported that during an unknown procedure, there was an incomplete staple line. There were no patient consequences reported.